Event description:
This lead was explanted due to intermittent oversensing. No known impact on patient. Should additional information be received, this file will be updated.

Manufacturer narrative:
The analysis revealed signs of abrasion along the lead body. In the area between 40 cm and 42 cm distal to the is-1 connector pin the insulation was found rubbed through which can be considered as the root cause of the clinical observations. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant motion in the area of the tricuspid valve and interaction with a nearby lead should be taken into account. Diagnostic images clarifying this assumption were not available. Furthermore, cuts in the insulation were found which most likely occurred during the extraction procedure. Blood penetrated the lead. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.